Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there was foreign material on the distal end, consistent that the device was used. The ptfe pad (teflon pad) was inspected and found approximately 0.236¿ of the teflon is lifted, with the metal exposed from underneath. The device was attached to olympus test usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. An open circuit error was noted when the jaws are closed and the seal/cut function is activated, which is normal when no or insufficient tissue is between the probe and jaw. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the device evaluation results and similar reported events, the potential cause of the reported event can be attributed to (unintended) operational error. As a preventive measure, the instruction manual provides the following warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The instruction manual also provides warning to prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
Olympus was informed that during the middle of a laparoscopic vaginal hysterectomy procedure, the plastic part (teflon pad) melted off. There was no major bleeding to the patient as a result. A second similar device was used to complete the procedure. The procedure was delayed five minutes. There was no patient injury reported. The user facility further reported that the device was inspected prior to use with no irregularities observed.